Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2005226. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The retained samples were examined and no defects were observed. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system that inspects all product for signs of defect. Any defective syringes should be rejected automatically with this detection process. H3 other text : see h.10.

Event description:
It was reported that the luer tips of 248 bd discardit¿ ii syringes were found damaged. The following information was provided by the initial reporter, translated from spanish to english: "the customer perceives a possible deviation in the syringe cone (luer). The cone of the syringes, which is lateral, the radiologist has detected that it has a greater inclination than it should, which means that it does not have enough precision when making the punctures, which are sometimes millimeter nodules. Quantity involved? (B)(4). Where did the incident occur? During use."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the luer tips of 248 bd discardit¿ ii syringes were found damaged. The following information was provided by the initial reporter, translated from spanish to english: "the customer perceives a possible deviation in the syringe cone (luer). The cone of the syringes, which is lateral, the radiologist has detected that it has a greater inclination than it should, which means that it does not have enough precision when making the punctures, which are sometimes millimeter nodules. Quantity involved? 248 where did the incident occur? During use."